Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding fault 319 occurring prior to docking. The customer attempted to restart the system. Tse had the customer perform a hard power cycle and reseat the blue fiber connections between the core and the video processor (vp). The customer confirmed the blue fiber connection between the endoscope controller (ec), vp, and the circuit breaker. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: it was unknown if there were ports placed on the patient. In order to resolve the reported event the surgical procedure was converted to another dv system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
The endoscope controller was tested on the printed circuit assembly (pca) system and error 319 was confirmed. Error 319 was pointing to the endoscope controller power distribution board (ecpd). The gemini app could not detect the ecpd and the dual camera interface board (dcib) was found faulty. The fiber connection needed to be cleaned. After cleaning all the connections, it was found that the qsfp connector was clogged with dust and corroded. Root cause is attributed to the ecpd, dcib, and qsfp connector.